Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 419 mg/dl. In the hospital, customer was placed on lantus and took humolog. Customer stated that insulin flow blocked and her blood glucose was fine because it was in the range 100 mg/dl. Customer stated that she had diabetic ketoacidosis and was taking shots. The customer was throwing up and had high ketones. Customer reported that issue started monday, cannula was bent and blood glucose value was 296 mg/dl and she took insulin and then went up to 396 mg/dl. She did not get any alarms, she checked her blood glucose value later and was 393 mg/dl. Customer¿s blood glucose value at time of incident was 296 mg/dl and current blood glucose value was 72 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump alarmed insulin flow blocked. The customer reported that the insulin flow blocked alarm was resolved by changing the infusion set and reservoir. The reservoir will not be returned for analysis.